Event description:
It was reported that a homechoice (hc) device generated an electrical discharge. The pd therapy was ongoing. There was no patient injury or medical intervention related to this event.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device met requirements for impedance and conductivity. The electric outflow to the housing was evaluated with no issues noted. No electrical malfunctions were found. A review of the event history log of the device found nothing related to the reported issue. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.